Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2cwxs implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type lead h3: analysis of the ins (s/n: (B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing. Analysis of the lead (lot#: va2cwxs) revealed that the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# va2cwxs implanted: (B)(6) 2021 explanted: (B)(6) 2025 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6), ubd: 10-dec-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient underwent a replacement of the full system/lead and battery. The patient had a fall about 3 months ago and since then has felt a stinging at the battery site. The stinging would go away when the device was turned off. The stinging would occur even with a 0.3 setting. Sometimes they would state that it felt like it traveled down the lead. As soon as the device would turn off, the stinging would alleviate. Two lead impedances were run by the representative in pre-op, and the first cleared completely, with the second with impedance on electrodes 2 & 3. A full replacement was done of the lead and implant and the patient is turned on program 3 @ 0.6 and feels mild stimulation comfortably with no adverse effects.

Manufacturer narrative:
Continuation of d10: product ID 978a128, lot# va2cwxs, implanted: (B)(6) 2021, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.